Event description:
Heard alarms while on batteries; these ultimately went away. He went back on power base unit and had multiple red heart alarms consistent with pump stoppage. Suspect driveline fracture.